Event description:
The device was used during a "tfc" fusion cage explantation. Reportedly, the cages were explanted because the pt fell and the cages were expulsed causing pain. The hosp has reported the pt's condition is satisfactory.